Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they're newly implanted and are recovering but are in a lot of pain after the surgery. The patient reported they went to charge their implant for the first time and had trouble finding their implant site. The patient stated they finally found the implant site and began charging and within about 10 minutes they experienced a very hot, painful burning sensation at their implant site. The patient confirmed it wasn't the external equipment that's becoming hot but it's the internal device that's heating up. The patient stated it was so hot that it made them scream. The patient stated their husband was helping them to charge their implant and touched their skin at the implant site and told patient their skin wasn't hot but patient said they could feel a very hot burning sensation internally at the implant site. The patient mentioned they charged a couple times this way.  Patient services (ps) recommended that they immediately contact their doctor and stop attempting to charge until they see their doctor. The patient also mentioned they were told that they'd only have to charge once about every 5 days and their implant depleted within about 36 hours. Based on the context of the call, the patient was implanted on thursday and stated they had to charge this last weekend. The patient was redirected to their healthcare provider to further address the issue.